Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis over the weekend. The blood glucose reading was over 800mg/dl. It was stated that the alarm history revealed several battery alarms. It was stated that the bolus history was reviewed and it was correct. Ran a fixed prime test and the insulin exited. However, the cannula was bent. Performed a high pressure test and the test passed. No further info was provided.